Manufacturer narrative:
H10: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. Integrity testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of minicap extended life pd transfer sets had connection issues between the patient connector of the transfer set and the patient¿s titanium adaptor. This was further described as, the issue was found with both transfer sets on the same patient on the same day while attempting to use the devices for peritoneal dialysis therapy. After the issue was found on the first unit, use of a second unit was attempted and the same issue was found (not further specified). As a result, the nurse changed the transfer set to a third unit and the problem was solved. There was no allegation against the titanium adaptor and that remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.